Event description:
Amt nutraglide nasogastric feeding tube with placement confirmation in stomach resulted in perforation of gastric wall requiring surgical repair. The patient required feeding tube for nutritional support due to ongoing oncological disease. The company had recently modified the smaller tubes (5/6 fr and 6/8 fr) provided to the hospital to include a soft safety tip at the distal end due to previous concerns related to the abrasive tip. The company had not supplied the hospital with modified 8/10 fr tubes with safety tips as yet. Delivery of those modified tubes is expected imminently. This patient required surgical repair in the operating room of a gastric wall perforation from the tip of the tube.